Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes are resulting in poor barrier separation. Also experiencing clots/ micro clots/fibrin in tubes. It was reported by the initial reporter: customer states tubes are not spinning down. Customer states some gel does go below the plasma, but it is very viscous and clotted. Therefore, rendering them unusable. Tubes are spun at 3500 rpms for 4 mins.

Manufacturer narrative:
H.6. Investigation summary: bd received (B)(4)samples and (B)(4)photo for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation and fibrin was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for poor barrier separation and fibrin was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (poor barrier, fibrin strand(s)/fibrin mass) because the defect was not evident in the testing of the complaint lot samples. All samples (customer and control) demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation and fibrin based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes are resulting in poor barrier separation. Also experiencing fibrin in tubes. It was reported by the initial reporter: customer states tubes are not spinning down. Customer states some gel does go below the plasma, but it is very viscous and clotted. Therefore, rendering them unusable. Tubes are spun at 3500 rpms for 4 mins.